Event description:
On (B)(6) 2023 I had an outpatient appt to have my pfo(patent foramen ovale) (hole in heart) closed using and abbott amplatzer occluder. I was at the catheterization lab tucson medical center starting around 11am, had the procedure around 3pm and was discharged around 830pm (they told me there was a chance I'd stay over night but was discharged instead). Within 15 minutes of leaving the hospital to go home, I suddenly felt very strange as if I was going to pass out and fell nauseous. My driver pulled over and called 911. I was immediately taken back to the same hospital and admitted in the ER. I was in the ER until 6am until they got me a room. I was there all day getting tests and discharged late afternoon on (B)(6) 2023. They determined it was bradycardia and dehydration. I saw that bradycardia is one of the reasons for the recall of the apparatus that installed my occlude and that is the reason for me contacting you.